Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic procedure, when the sheath was pulled out, the tip was missing. This was completed without medical and surgical intervention and there were no reports of patient harm.